Manufacturer narrative:
Upon evaluation of the device, there was no evidence of a fire seen, but rather components were found damaged and incorrectly positioned. A connector was found not properly oriented/positioned in reverse which would then result in a possible polarity surge across components on the main pcb system board. This increase in voltage would result in a possible component failure/damage. This component failure did not cause the overall device to combust, rather was isolated to impact only the main system board. The device was then repaired with a replacement pcb system board and power supply. Based on the limited information available, this event is reportable due to a component failure on the device.

Event description:
Customer complained of an internal device fire resulting in burnt components.